Manufacturer narrative:
Bci customer technical support (cts) assisted customer with troubleshooting and found that bun electrode was cracked and rusted. The customer replaced the electrode.

Event description:
A customer contacted beckman coulter inc. (Bci) stating they noticed liquid under reaction cup of the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported.